Manufacturer narrative:
Continuation of d10: product ID 8598a,serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type catheter. Product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(6), ubd: 17-aug-2025, UDI#: (B)(4) ; product ID: 8596sc, serial/lot #: (B)(6), ubd: 15-dec-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that a catheter revision occurred.

Event description:
Additional information was received from the healthcare provider who reported that there was a device issue in regards to the cathete revision. The catheter did not have csf (cerebral spinal fluid) flow. The patient experienced loss of therapy. In or (operating room) no csf flow at pump site or lumbar site. Ultimately the catheter was replaced in its entirety.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.